Event description:
It was reported that a patient presented in-clinic for an unrelated elective replacement procedure. Fluoroscopy performed (B)(6) 2021 on right ventricular (rv) lead was found to have externalized conductors. The rv lead was not addressed and no electrical anomalies were reported. The patient was stable throughout.